Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The subject device has not returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the distal end cap was scratched -the adhesive on the bending rubber was worn out -the inside of air/water cylinder was scratched -the inside of suction cylinder was scratched -the remote switch 1 was scratched and dented omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, micrococcaceae (4cfu / endoscope) were detected from the sample collected from all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] instrument channel: enterobacter (87cfu / 100ml) [second time; (B)(6) 2021] suction channel: enterobacter (>200cfu / 100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.